Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and replaced the display assembly. The fsr performed the operation verification procedure and the device met manufacturer's specification. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator with a patient, the display went blank the ventilator continued to cycle. The customer reported that there was no harm or injury to the patient.

Manufacturer narrative:
Device evaluation: the reported complaint was able to be confirmed and duplicated. Backlight inverter is failing. This issue will be internally investigated within vyaire.